Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post an unrelated procedure, the left ventricular lead exhibited loss of capture, the lead had become dislodged. The physician thought the lead had dislodged during the coronary artery bypass grafting - CABG and valve replacement procedure. The lead was capped and replaced on (B)(6) 2019. Patient experienced no adverse consequences and was doing well one day post procedure.

Event description:
Related manufacturer reference number: 2017865-2019-13545. New information received stated that the patient¿s implantable cardioverter defibrillator was also prophylactically replaced during lead revision due to advisory status.